Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/7/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, but unavailable: type of procedure? - did the patient experience any adverse consequences? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Type of procedure? Did the patient experience any adverse consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The doctor performed subcutaneous intradermal suturing during the surgery, and during the last stitch, the problem of pulling off suture needle happened. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.